Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. During lead repositioning, blood was noted in the pacemaker connector and the lead lumen.